Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault, blurred vision and halos/circles in vision at night. Due to low vault, the lens was explanted. Cause of event was reported as device/patient-related factor; patient had halo intolerance and loss of near vision. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).